Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device showed signs of immersion, had an unknown substance on the front end of the motor shaft and the ball bearing and the contacts were corroded. The assignable root cause was determined to be failure to follow cleaning and/or maintenance procedures per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) surgical procedure on a canine, it was observed that the small battery drive device had a rattling sound when used with the saw attachment device. It was also reported that it would stop twice and would start up again when used with the wire drive device. It was reported that there was no delay and the same device was able to be used in order to complete the procedure successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.